Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Results of evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
It was reported to baxter canada that a colleague infusion pump experienced a damaged battery issue. Baxter's review of the device event history found that a battery depleted set alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.